Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: the applier failed to close and secure the clip. A new applier was used to complete the procedure. There was no patient injury and the patient's current condition is unknown